Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the epicardial leads had no capture and high threshold. The leads were capped and not replaced because a leadless pacing system was implanted instead. No patient complications have been reported as a result of this event.